Event description:
A malfunction alarm was reported, displaying malfunction code 0, but no notable events occurred prior to this. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future reference. The customer was advised to continue using the pump and to contact support if the malfunction recurred, which it did not after resetting.